Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was making an audible hissing leak sound. The patient had a non-getinge 40 cc catheter in place. The patient was converted over to the cardiosave for transport purposes. The customer had a non-getinge iabp on hand, but chose not to convert back to the non-getinge pump at that time. A getinge representative was actually able to audibly hear the iabp making the abnormal noise over the phone. The customer checked the helium tank and tubing, and the conversion of connections were verified after a picture was sent. Subsequently, the customer switched back to the non-getinge iabp and resumed patient care. No adverse event was reported.